Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were unable to remove the adhesive backing from their device's electrodes during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the returned electrode tray and observed that the user attempted to remove the electrode pads by pulling on the white plastic backing instead of the red loops, as instructed by the device's operating instructions. The cause of the reported issue was determined to be use error due to the user attempting to remove the electrode pads improperly. The electrode tray was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that they were unable to remove the adhesive backing from their device's electrodes during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.